Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Patient reported right side "pain, hardness," and "inner itching band from the middle of the back to the breast." Healthcare professional reported "seroma." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side "pain, hardness", "inner itching band from the middle of the back to the breast", "seroma" allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side "pain, hardness," and "inner itching band from the middle of the back to the breast." Healthcare professional reported "seroma." Device has been explanted.